Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. The lesion location and characteristics are not known. The physician advanced the 165cm transcend guide wire and at some point during the procedure in an unspecified location inside the patient, approximately 1cm of the guide wire detached. No issues were noted with the wire prior to the time the tip detached. The physician attempted to snare the detached tip, however, these attempts were unsuccessful. The tip did not migrate, but lodged "in an area where it would not be of consequence". It is not known how the physician completed the procedure. No further patient complications were noted and the patient's status post procedure was reported as "fine". Additional information has been requested and is not available.

Event description:
It was reported that during a peripheral treatment procedure a guide wire tip detachment occurred. The lesion location and characteristics are not known. The physician advanced the 165cm transcend guide wire and at some point during the procedure in an unspecified location inside the patient, approximately 1cm of the guide wire detached. No issues were noted with the wire prior to the time the tip detached. The physician attempted to snare the detached tip, however, these attempts were unsuccessful. The tip did not migrate, but lodged ¿in an area where it would not be of consequence¿. It is not known how the physician completed the procedure. No further patient complications were noted and the patient's status post procedure was reported as 'fine'. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with a fractured distal end. Only the proximal side of the fractured wire was returned. The wire measured 151.7cm which indicates that maximally 14.67cm of the wire is missing. Visual examination revealed a bend located 4cm proximal to the fracture site. The maximum outside diameter of the wire was measured and was found to be within specification. Sem analysis of the proximal fracture site revealed fatigue striations along with elongated dimple ruptures in a twist or torsional direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).